Event description:
A home patient (hp) contacted global technical services regarding a check final alarm that occurred on the homechoice (hc) unit during priming. The technical service representative (tsr) assisted the hp with troubleshooting. The hp stated the spike was not all the way into the final bag. The hp confirmed the issue resolved and the hc finished priming as normal. There was no patient injury or medical intervention reported. No further information is available at this time.

Event description:
Caller reported 368 mg/dl on the advantage system and 105 mg/dl on aviva system within 5 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
(B)(4).